Event description:
In 2008, the patient's mother reported that over 6 months ago the pt spilled insulin in the infusion device. She stated that when the insulin cartridge was placed into the infusion device the infusion tubing was not attached causing the insulin to leak out. They have not noticed moisture in the infusion device since that time. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.